Event description:
It was reported that during testing conducted at the manufacturer facility, the device disassembled, and a part of the device remained stuck in the handpiece. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The disassembly of the unknown attachment was confirmed by a manufacturer repair technician through visual inspection. A complete evaluation of the attachment was unable to be performed as only the portion stuck in the handpiece was returned to the manufacturer; as a result, a root cause for the reported event was unable to be determined.